Event description:
It was reported there was a replacement due to over-discharge and being unable to get the battery out of over-discharge. During the replacement the physician was unable to get the lead out of the header block. They attempted to rock the lead back and forth and wiggle it out. They attempted to turn the lead but it was stuck even with the set screw taken out. They attempted to retighten and then unscrew but that did not resolve the issue. This happened on 0-7 port. Follow up reported the doctor was eventually able to pull the lead out. The lead did not need to be replaced and the patient was able to get therapy. Follow up reported the patient was getting good coverage and pain relief despite missing two electrodes.

Manufacturer narrative:
Product ID 3778-75, serial# (B)(4), implanted: 2008 (B)(6), product type lead, product ID 3778-75, serial# (B)(4), implanted: 2008 (B)(6), product type lead, product ID 37752, serial# (B)(4), implanted: 2008 (B)(6), product type recharger, product ID 37743, serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient. (B)(4).

Manufacturer narrative:
Analysis of the lead (lot #v117149026) found the proximal end connector had been pulled out or off. Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) found that connector port had lead parts stuck inside. The ins was returned with the set screw inserted into the 0-7 port opening. There was damage to the 0-7 set screw grommet. The set screw threads were damaged. Lead parts were stuck inside the 0-7 port and the #5 balseal was out of alignment. Medical adhesive was cut and breached above the #5 balseal. The ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count is 36. The last recorded recharge session done while the device was implanted was on (B)(6) 2000; (all recorded recharge sessions are in default year 2000). The device was recharged for 2 hours and 1 minute. The battery charged from 3.680v to 4.880v. The parameter trend diagnostic section of the trace report shows no patient usage after this recharge session. The battery discharged to the lock mode on (B)(6) 2009. Testing of the recharge function of this ins found it to be functioning normally. The ins was recharged at body temperature with approximately 1cm of space between the ins and charger antenna. The charge time was 6 hrs 2 min. The ins charged from 2.265v to 3.9100v with 100% coupling. Battery discharges rapidly. Analysis of the wrench accessory found no anomalies.